Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(6).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7; -15.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced refractive surprise and also refractive change over time. On (B)(6) 2021 the lens was exchanged with a same length but different model/power lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).